Manufacturer narrative:
Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that a patient experienced 6 surgeries. Implanted around 7 years ago at (B)(6) by dr. (B)(6). No implant or op notes available. Surgeon was unable to obtain. Implanting depuy rotating hinge. Patient was experiencing metallosis. The only zimmer tmt implant was reported to be a tm patella all other implants were not zimmer tmt design controlled parts.